Event description:
Reportedly, item returned from hospital per phone conversation with company representative. No pt info, sizer returned cracked or missing pieces. Unk if before or during use.

Manufacturer narrative:
Conclusions: device evaluation anticipated, but not begun.